Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was initially reported that an MRI was being done for back problems. It was stated that all devices had been explanted on (B)(6) 2015, but the reason was not given at the time of the report. Of note, the company¿s device registration system did not show a device implanted as of (B)(6) 2015. The last implant had been removed on (B)(6) 2004 per the device registration system. The physician sent medical records, which did not give the exact reason for the stimulator removal. It was not known if the patient had a 50% or greater symptom reduction. The information provided indicated that the patient had chronic low back pain with multiple back procedures. The patient ambulated with a walker and was using a back brace. The patient had fallen on (B)(6) 2015 with worsened pain and was brought to the hospital. She was able to move her legs, but had difficulty and was slow. Multiple scars on her back were tender. An xray and CT showed erosion along the peri disk space at t10-t12 as well as mild kyphosis. Diskitis at t10-t11 was suspected as well as osteoporosis, compression fractures at t11 and t12 probably due to infection, and lastly, osteomyelitis. The fall may have exacerbated the underlying diskitis and osteomyelitis. On (B)(6) 2015, it was noted that the patient was notified of the possibility of removing any hardware, including the stimulator. The patient underwent a biopsy during the hospitalization as well, on (B)(6) 2015, which confirmed the diskitis and osteomyelitis. The operative notes for the same date noted that the stimulator electrode remained in the epidural space. The patient was being treated with vancomycin. Blood cultures were noted to be negative. A fluoroscopy summary dated (B)(6) 2015 noted that the stimulator was still present but the clinical information section stated "removal of the neurostimulator." The patient was taken back to the operative room on (B)(6) 2015 for removal of the electrode. The intent was to lessen any further transferred infections as well as speed up the recovery from the diskitis and osteomyelitis. The previous stimulator placement scar was reopened. The distal end of the electrode was visualized and the distal t10 lamina was resected. The electrode was removed as a whole without any difficulties and was sent for a culture. The patient tolerated the procedure well. An MRI done on (B)(6) 2015 noted that the stimulator had been removed but made no mention of the electrode. A small fluid collection was noted in the region of the stimulator location at t9 and t10 with mild posterior indentation of the thecal sac, and it was stated to be probably of no clinical significance. On (B)(6) 2015, the patient was taken back to the operating room, as despite being treated aggressively with fluids and decadron, she continued to show a significant paraplegia. The patient underwent decompression and stabilization of the spine. The patient had pedicle screws placed as well as a had a fusion complete. The outcome was not provided, but was requested. If additional information was requested, a follow up report will be sent.